Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Trivascular received notification via a journal article that there was an inadvertent collapse of the contralateral leg of the aortic body stent graft caused by a misorientation during the deployment in a narrow aortic lumen resulting in cannulation difficulties. Multiple techniques were used to gain access to the contralateral gate but were unsuccessful. The patient was converted to an aorto-uniiliac (aui) intraoperatively where an oversized stent graft was placed immediately at the common-to-external iliac artery (cia-eia) transition followed by peripheral ligation of the latter. The procedure was completed with crossover fem-fem bypass. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Remains implanted.